Event description:
It was reported that during an implant attempt, the screw of the lead wound not extend. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. (B)(4).